Event description:
The surgeon reported that inflammation was observed after surgery. The surgeon suspects something got caught in a narrow area of the irrigation line of the handpiece during washing, and might have flowed into the eye during surgery. Additional information from the surgeon stated the inflammation was due to non-infectious endophthalmitis. The surgeon thinks that the cause of the inflammation is due to the residual cleaning solution left in the handpiece. Additional information has been requested.

Manufacturer narrative:
The handpiece will be returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional information becomes available. This report was mailed to FDA on: 10/16/2009.